Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : (B)(4) user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the den. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of e-2 and 160mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is 09/04/2017. The meter memory was reviewed for previous test result history: result 1 : 173mg/dl date: (B)(6) 2017 time: 4:33pm fasting; result 2 : 179mg/dl date: (B)(6) 2017 time: 8:57am fasting; result 3 : 183mg/dl date: (B)(6) 2017 time: 8:44am fasting; result 4 : 177mg/dl date: (B)(6) 2017 time: 8:36am fasting; result 5 : 176mg/dl date: (B)(6) 2017 time: 9:40am fasting. Customer called in states, during a scheduled routine appointment, the meter is reading high customer states physicians meter (unknown) read 86 mg/dl fasting (B)(6) 2017 3:33 and one hour later his meter (true metrix) read 173 mg/dl fasting (B)(6) 2017 4:33pm. Customer was informed for future reference we want to conduct a comparison glucose reading to physicians reading within a 30- minute period fasting.